Event description:
It was reported to boston scientific corporation that a capio slim device was used during a burch procedure performed on (B)(6), 2021. During the procedure, the dart of a bondek suture broke off on the right side of the patient during deployment of the capio device. The detached dart did not fall off into the patient and stayed in the capio device. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Additional information: blocks b3 and b5 block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: blocks b5, d7a and e1 have been updated based on the additional information received from the customer. Date of event: date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. Device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was discarded and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a burch procedure. During the procedure, the dart of a bondek suture broke off on the right side of the patient during deployment of the capio device. The detached dart did not fall off into the patient and stayed in the capio device. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021, the date bsc was first made aware of the event, as no event date was reported. (B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure. During the procedure, the dart of a bondek suture broke off. The detached dart did not fall off into the patient and stayed in the capio device.